Event description:
The facility reported that a flo-gard infusion pump does not work. It is unknown when this condition occurred. The quality engineer later assigned the damaged battery to be the determined problem; this condition had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not work was confirmed during product evaluation as damaged battery. The root cause of the reported condition was not identified. The device was returned to the customer with no repairs made. A follow-up report will be filed if any additional details become available.